Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience hyperglycemia. The customer¿s blood glucose level was 400 mg/dl at the time of incident and mouth was dry. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined future troubleshooting. Customer was not calling back to perform high-pressure test. Customer stated that the insulin pump did not alarm insulin flow blocked earlier. Customer also stated that the cannula was bent. The insulin pump will not be returned for analysis.